Event description:
A shock equipment malfunction message and a charge shock failure message were reported. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A shock equipment malfunction message and a charge shock failure message were reported there was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.